Event description:
Provider states bad wiring harness.

Manufacturer narrative:
(B)(4). - follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-03100 indicting the brand name as a powered wheelchair, the common device name as 890.3860 and the type of device as iti. The correct brand name is motorized 3-wheeled vehicle for outside transport, the common device name is 890.3800 and the type of device is ini. Suspect medical device tab: have been corrected.